Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit was received with stuck error alarm loop during boot up due to poor solder joint at u4 on mb. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer had a a39 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that the a39 alarm, the insulin pump was performing internal communication test, an error was found, if error is cleared, the insulin pump initializes and rewinds then the problem is fixed. The customer stated that has been trying to clear for an hour, is able to clear and initializing and goes back to a39 alarm. The patient was advised that we need to replaced the insulin pump.